Event description:
It was reported the pt had fallen. Afterwards, the pt lost stimulation. It was also reported the charger and programmer could no longer communicate with the ipg. X-rays were taken and revealed the ipg had flipped. As a result, the pt's ipg was explanted and replaced.

Manufacturer narrative:
Add'l recall #s: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.